Event description:
Consumer left a review on walmart.com stating they have received a positive pcr test result but a negative inteliswab test result. Walmart.com review 1/25/2022: not accurate. The test is not accurate. Pcr lab test was positive but this test was negative. Not a reliable test product. I need a refund!

Event description:
Consumer left a review on walmart.com stating they have received a positive pcr test result but a negative inteliswab test result. Walmart.com review (B)(6) 2022. Not accurate. The test is not accurate. Pcr lab test was positive but this test was negative. Not a reliable test product. I need a refund!

Manufacturer narrative:
Consumer posted a review on walmart.com. No additional follow up is to be expected with the complaint file and the incident will be closed internally.